Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of intermittent telemetry failure, though the cable was replaced as a preventive measure. The device then passed functional and systems tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced intermittent telemetry failure. Initial analysis was unable to confirm the complaint, however the cable of the rf head was replaced as a preventive measure. The rf head has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.